Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed the tubing was separated from the y-site clear link by lack of solvent in the tubing. The reported condition was verified. The cause of the lack of solvent on the tubing was human production during manual assembly. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a conitinu-flo solution set disconnected at the y port closest to the patient. This event occurred during patient infusion. Zofran was being infused and spilled at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.